Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. Customer's blood glucose level was 94 mg/dl. After the pump reset, the customer's time was inaccurate by 2 minutes. Tandem technical support (cts) guided the customer through adjusting the pump time. During troubleshooting with cts, the malfunction alarm was cleared and insulin delivery was able to be resumed.